Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer reported that the defective pcb is not available for analysis. Therefore, no root cause could be determined.

Event description:
The customer reported that the vela d xdcr fault occurred during a usage on a patient. The patient was moved to another ventilator without any harm.